Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or before may 21, 2026. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section e1: (state, province, or territory): unknown/ not provided. Section e1: (telephone number): (B)(6). Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following implantation of the preloaded multifocal intraocular lens (iol), model: zfw300, the patient experienced blurry vision, dysphotopsia, halos, and glare during the post-operative examination. The lens was explanted during a secondary surgical intervention. Information regarding the replacement lens is unknown. No additional information was provided.